Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with a gradual increase. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This event was already reported under report 2124215-2022-32987. All future reports will be submitted under report 2124215-2022-32987.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, with a gradual increase. The device remains in service. No adverse patient effects were reported.